Event description:
It was reported that a patient underwent a laparoscopic hysterectomy and sling procedure on (B)(6) 2010. Following the procedure, the patient experienced an infection in the area surrounding the mesh which resulted in the development of pockets of infection which had been developing pus regularly. The pockets were drained on (B)(6) 2010 and the wound was left open. Pus still develops at the wound from time to time. The patient was prescribed injectable streptomycin 0.75 gm once daily, l.cin 500 1 tab daily, r. Cinex 600 1 tab daily , combutol 1.2gm 1 tab daily, pza 750 2 tabs daily , benadon 40 1/2 tab daily, citran 750 1 tab daily, and zenit 1 tab daily.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.